Event description:
During the implantation of the valve, the valve is not functioning, even after stopping the catheter and valve initiation with syringe. After changing the valve, but not the catheters, the whole system works properly.

Manufacturer narrative:
Polaris svp valve was analysed by our quality department and the suspected malfunction was not reproduced. After return, the valve did not contain any particle that could have lead to an obstruction. However, the rotation test failed. This problem was solved after cleaning of the valve. The only hypothesis that could explain the incident would be that the ball and the rotor had been stuck once the csf reached the valve. It could also be caused by initial test of the valve the physiological serum, that can lead to the precipitation of the csf proteins inside the valve. The ball stuck to the input connector could have prevented the csf flow. This kind of incident is rare and a statistical f/u is implemented.